Event description:
Dexcom g6 sensor (p/n 9500-45, lot 7324382) wire was not communicating to the transmitter (B)(4) allowing the insulin pump to function as a near-closed-loop "pancreas". Error shown was "- - -". Multiple times, erratic bloodglucose (bg) readings appeared on insulin pump, alarming due to <55 mg/dl bd reading, but separate bg meter reading was 103 mg/dl. Being single, this sensor is my only safety "net" to low bg--especially during the night sleeping.